Manufacturer narrative:
(B)(4). (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). The gore® excluder® aaa endoprosthesis instructions for use states that adverse events that may occur and/or require intervention include, but are not limited to, component migration, aneurysm enlargement and aneurysm rupture.

Event description:
On (B)(6) 2013, the patient underwent endovascular treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. On (B)(6) 2017, a CT scan showed distal migration (distance unknown) of the trunk-ipsilateral leg component with enlargement (amount of total enlargement is unknown) and rupture of the aneurysm. Images showing the device migration were requested but reportedly are not available for evaluation. It was reported the patient¿s condition further deteriorated and the patient expired later that same day. The patient¿s cause of death was reported as aneurysm rupture. According to the report, the cause of the migration is reportedly unknown, however the physician stated the proximal aortic neck had remodeled and dilated which resulted in a lack of circumferential device apposition, device migration, aneurysm enlargement and rupture. Additional information was requested regarding this event, however the physician has declined to provide further information.